Event description:
3/2/2000, report rec'd via baxter fenwall hotline of a suspected "eo" donorsensitivity. "Cqa" followed up with a call to the reporting center. It was identified that on 5/31/1999, seven minutes into a plateletpheresis procedure, the donor began to complain of numbness around the mouth and feeling hot. Operator indicated the donor appeared flushed. The center physician contacted 911 and had the donor transported to the local emergency room. The donor rec'd a bronchodilator and IV fluids while at the emergency room. The next day, 5/4/1999, a follow-up call to the donor by the center identified that donor was feeling better but still felt a little wheezy. The donor was deferred from future apheresis by this center.